Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the reservoir was getting air bubbles. The customer's blood glucose was unknown at the time of incident. The representative stated that the customer could not clear the air bubbles. The reservoir will not be returned for analysis.